Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device was unable to confirm an issue.

Event description:
It was reported that the patient came in for an upgrade to an implantable cardioverter defibrillator (ICD) due to syncope and non-su stained ventricular tachycardia (nsvt) and had a history of reduced r wave on the pacing right ventricular (rv) lead. The new rv lead was implanted r-wave via the analyzer were initially good but when checked through the ICD the r wave sensing had dropped. X-ray screening showed good rv lead position. The wound was then reopened lead rechecked through the analyzer with good values. The physician opted to try a new ICD and the lead appeared to be working well through the analyzer. The physician then opted for new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.